Manufacturer narrative:
Company representative evaluated the unit. Corrections include replacing the mpm module.

Event description:
Customer reported an issue with the dpm 6 monitor's mpm module which may have affected spo2 monitoring.